Manufacturer narrative:
(B)(6). (B)(4). The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that while closing, the peg (sealant) of a mynxgrip vascular closure device (vcd) was coming out of the patient¿s vessel. Additional information was requested but is not available at this time. The vcd will not be returned for analysis.

Manufacturer narrative:
Patient weight: is being updated, (B)(6) or so. Describe event or problem: is being updated. (B)(4). Evaluation codes: codes are being added. It was reported that while closing the access site, the peg (sealant) of a mynxgrip vascular closure device (vcd) was coming out of the patient¿s vessel. The sealant was noted to be completely exposed from the access site. There was no reported patient injuries. (B)(6). The product was not returned for analysis. Review of lot f1633302 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The mynx IFU, step 3, figure 6, instructs users to slowly withdraw the balloon catheter ¿through¿ the advancer tube (tamping tube) lumen and then remove the advancer tube from the tissue tract. If proper position of the advancer tube is not maintained during the device withdrawal, this could cause the sealant to be dislodged from the tissue tract. Furthermore, patient factors, thin, female patient, may have also contributed to the reported event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum (09/03/2017) additional information received indicated that the sealant was totally removed/dislodged.